Manufacturer narrative:
Concomitant medical products: product ID: dtmb1d1crt-d, implanted: (B)(6) 2018; product ID: 680r36 heart ring, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and the left ventricular (lv) lead exhibited rising thresholds two months post-implant. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.